Event description:
On the literature article named "ceramic-on-ceramic vs ceramic-on-polyethylene, a comparative study with 10-year follow-up", it was reported that after a fem head memphis b. Delta had been implanted on 1 patient, one case of periprosthetic joint infection was observed in the coc group, which was initially treated with lavage and antibiotics, however, removal of all the implants was performed after 3 years of follow up.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per email correspondence from daniel haverkamp ¿we will not provide additional information beside that mentioned in the published manuscript.¿ without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the periprosthetic joint infection (initially treated with lavage and antibiotics, however, removal of the implants was performed after 3 years of follow up) and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.